Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particle contamination was observed in two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to e1: initial reporter first name: (B)(6) (previously submitted as ni). Correction made to e1: initial reporter last name: (B)(6) (previously submitted as ni). Correction made to e1: initial reporter facility name: (B)(6) (previously submitted as ni). Correction made to e1: initial reporter address: (B)(6)(previously submitted as ni). Correction made to e1: initial reporter city: (B)(6) (previously submitted as ni). Correction made to e1: initial reporter e-mail: (B)(6) (previously submitted as ni). Correction made to g3: date received by MFR: 7/17/2022 (previously submitted as 7/18/2022). H10: two (2) devices were received for evaluation drained of solution. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.